Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No number anomaly was noted on the display. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported a button on the customer's insulin pump was making a clicking noise and the numbers were continuously scrolling. The customer did not recall any significant events leading up to the alarm. He was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was not known. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.